Event description:
It was reported that the rv lead was replaced due to multiple inappropriate shocks caused by an apparent lead fracture. No further patient complications were reported as a result of this event. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received. Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.